Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units of cold insulin. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 550 mg/dl with high level of ketones. The customer delivered an injection, consumed water to flush out the ketones, and changed out the supplies on the pump. Reportedly, the customer was getting over a cold.